Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. Vascular access was gained through the femoral artery. This equalizer balloon ruptured at unknown atms on the first inflation after being inflated for several seconds. The balloon was removed from the patient intact. The procedure was completed with a different balloon catheter. There were no reported patient complications. The patient status is listed as "good". Additional information was requested and is not available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. Vascular access was gained through the femoral artery. This equalizer balloon ruptured at unknown atms on the first inflation after being inflated for several seconds. The balloon was removed from the patient intact. The procedure was completed with a different balloon catheter. There were no reported patient complications. The patient status is listed as "good". Additional information was requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The balloon was found to be torn/split near the distal bond. Both the proximal and distal balloon bonds were examined and found to meet specification. There were no abnormalities noted with the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).